Event description:
The customer reported that the system would not send data and the c-arm would not move. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable connections were checked. The system was tested and found to be working as intended and put back into service.